Event description:
It was reported that the communicator was constantly rebooting and was hot to touch. A boston scientific company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.